Event description:
Hill-rom received a report from the account stating the left head siderail center arm was broken. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the head left siderail center arm broken in multiple places, inner cover broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced siderail center arm assembly and inner cover to resolve the issue. Based on this information, no further action is required.